Event description:
My father was in accident and he later died. He was able to crawl out of the truck and later died. It was said the defibrillator went off, early that week, the wife was called about problems with the machine.